Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had plastic foreign matter found in it during use while loading the insulin. The following information was provided by the initial reporter: "customer reports there is a little piece of plastic/foreign body in a new syringe when loading with insulin."

Manufacturer narrative:
H.6. Investigation: no samples or photos received for investigation, mexico has suspended shipment of potentially contaminated samples due to covid-19 concerns. Therefore, bd will not be receiving samples on this complaint. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had plastic foreign matter found in it during use while loading the insulin. The following information was provided by the initial reporter: "customer reports there is a little piece of plastic/foreign body in a new syringe when loading with insulin."